Manufacturer narrative:
Block b3: the date of the event was approximated to 6/1/2024 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Section e: this event was reported by the sales representative. The health care facility is: (B)(6). Block h6: imdrf device code a050702 captures the reportable event loop-cutting problem.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during a procedure performed on an unknown date. It was reported that the snare strangulation failed due to stiffness and deformation caused by scarring. The lesion was than surrounded and suppressed with the snare, and water was supplied using a water transport apparatus for the endoscope. This caused the lesion to lift and become strangulated. There were no patient complications reported as a result of this event.